Event description:
The device was explanted and replaced due to depletion after 2 years. It tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.